Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving fentanyl via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that a pocket site infection occurred and the pump was protruding through the patient's skin. The device was explanted.